Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c16000 analyzer generated sodium results of <120 mmol/l on several patients. Upon repeating, normal results were generated. No specific patient data was provided. No incorrect results were reported out of the lab and there was no report of impact to patient management.

Manufacturer narrative:
Additional patient information was provided in describe event or problem. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer provided additional information indicating that discrepant calcium results were also generated by the architect c16000 analyzer. Patient ID (B)(6): an initial calcium result of 1.23 mmol/l was generated with a repeat result of 2.27 mmol/l. Patient ID (B)(6): an initial calcium result of 1.38 mmol/l was generated with a repeat result of 2.26 mmol/l. Patient ID (B)(6): an initial calcium result of 1.33 mmol/l was generated with a repeat result of 2.32 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
No patient sample was available for investigation. The abbott technical representative reviewed the instrument logs. The instrument logs indicated that liquid was being left behind in the cuvettes after washing. The abbott field service representative (fsr) was dispatched to troubleshoot the issue. Upon arrival, the fsr performed a cuvette washer test and determined several nozzles were not aspirating correctly. The fsr replaced the lower vacuum pump and several parts (o-ring, diaphragm and sheet valve) in the upper vacuum pump to resolve the issue. Customer complaint data was reviewed and no adverse or non-statistical trends were identified in relation to the vacuum pump or vacuum pump parts. The architect system operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect c16000 analyzer, sn c1600497 was identified.